Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead's insulation pulled back when the physician was removing this lead from the old device during generator change out. This lead was surgically abandoned. No additional adverse patient effects were reported.